Event description:
It was reported that during surgery, the patient was trialed, during the trial reduction the head came off and fell into the wound. After several attempts to retrieve the head, the surgeon reasoned that it went anteriorly, so an anterior incision was made. While using a blunt retractor an artery branch was damaged, a vascular surgeon came in to repair the artery. The procedure was completed, but the trial head was not retrieved. The doctors were not happy with the artery repair. The patient was returned to the or and the artery branch was repaired again and the patient is doing fine. The patient did have a transfusion. The amount is unknown. Part not available for return as it was never retrieved.